Event description:
Left heart cath (lhc) procedure completed and placement of 6 fr runway amplatz left 1 catheter for coronary intervention began. During placement a loop formed and was noted in the al1 guide catheter. The md attempted to unloop the catheter without success. The physician decided to attempt placement of sheath via left femoral artery and advancement of ensnare catheter in attempt to snare the guide catheter from the top and unloop by pulling the ensnare catheter on top and pulling on the guide catheter from the bottom. After several attempts, catheter unlooped and was removed without patient incident.